Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported event cannot be conclusively determined through this investigation. Low flow alarms were confirmed via the submitted log files; however, a specific cause for the change in pump parameters cannot be conclusively determined. It was reported that the patient was having persistent low flow since (B)(6) 2023. The patient was very edematous, labored breathing, and increased heart rate in the 160's. The submitted log files contained overlapping events spanning from (B)(6) 2023 to (B)(6) 2023. Numerous low flow alarms were captured throughout the log files due to the estimated pump flow hovering around the low flow threshold of 2.5 (lpm) liters per minute. No other notable alarms were captured, and the log files appeared to show the system operating as intended at the fixed speed. The patient remains ongoing on (B)(6) and no further events have been reported at this time. Additional information regarding the event was requested from the account; however, no further information has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii lvas (left ventricular assist system) IFU (instructions for use) (rev. C) lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication, that may be associated with the use of the heartmate ii lvas. The IFU explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file was submitted for evaluation concerning low flow events. The patient was having persistent low flow since (B)(6) 2023. The patient was very edematous, labored breathing and increased heart rate in the 160's. Log file review captured low flow hazard events on (B)(6) 2023 - (B)(6) 2023. These events were all associated with estimated flow values < 2.5 lpms.